Event description:
The access sheath was needed during a cystoscopy and ureteroscopy procedure on (B)(6) 2019. After the sheath was passed to the team and the back table, the sheath was wet before placing it inside the patient to prevent damage to the delicate tissue. Before using the sheath the urology fellow examined the sheath and noticed that it began to chip. The tip of the sheath then fell off. Both the fragments and tip were removed from back table and placed back in the original package, of which was not expired. FDA safety report ID # (B)(4).